Event description:
The customer reported the act 5 diff al instrument generated erroneous high basophils without instrument messages on patient results. Controls recovered within specification before and after the event. In addition, there were no erroneous results reported out of the laboratory and no death or injury is attributed to this event and there was no change to patient treatment . Patient differential results were reported from the morphological slide review.

Manufacturer narrative:
Printouts received indicated that on (B)(6) 2013, the act 5 al generated erroneous high neutrophils and basophils along with erroneous low lymphocytes and monocytes without instrument messages compared the morphological slide review which was considered correct. The failure mode could not be determined with the information provided.